Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. After device software download, normal device characteristics were observed.